Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok-clip applier instrument was unable to load the clips properly. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the large hem-o-lok-clip applier instrument and completed the failure analysis. The large hem-o-lok-clip applier instrument was analyzed and found to fail the clip test due to misapplication of the clip. The instrument passed the engagement and was able to retain clip through engagement but could not apply the clip. Additionally, the clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. The instrument was also found to have an excessive amount of dried residue around the clamping pulley cable grooves. Furthermore, the instrument was found to have a grip cable dislodged in the housing at the proximal end, and one or more of the housing snaps broken.